Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected: b5, g4. Updated: d2a, d9, h2, h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hysteroscope, gynecology had broken ceramic tip. The issue was found during a therapeutic urology resection procedure that was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken beak. The issue was found during a therapeutic urology resection procedure that was completed with a back-up device. There were no reports of patient harm.